Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the trilogy evo ventilator device. The manufacturer received information alleging patient cardiac arrest and the ventilator screen was black with no flow coming out of the device. The patient usage was stated as noninvasive positive pressure ventilation (nppv). 24-hour use. Medical intervention was required, and the patient was taken by ambulance to the hospital. The patient recovered the following day. The device was returned to a third-party service center for evaluation. The evaluation determined that the device continued ventilation operation properly until ventilation was stopped manually. No anomaly was found despite a long-term test run and final test, so that the device was determined to be normal. On previously submitted report, section "adverse event/product problem" in box b was incorrect. Section "adverse event/product problem" in box b and "device serviced by 3rdp?" In box d has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the trilogy evo ventilator device. The manufacturer received information alleging patient cardiac arrest and the ventilator screen was black with no flow coming out of the device. The patient usage was stated as noninvasive positive pressure ventilation (nppv). 24-hour use. Medical intervention was required, and the patient was taken by ambulance to the hospital. The patient recovered the following day. The device was returned to a third-party service center. The evaluation determined that the device continued ventilation operation properly until ventilation was stopped manually. No anomaly was found despite a long-term test run and final test, so that the device was determined to be normal.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the trilogy evo ventilator device. The manufacturer received information alleging patient cardiac arrest and the ventilator screen was black with no flow coming out of the device. The patient usage was stated as noninvasive positive pressure ventilation (nppv). 24-hour use. Medical intervention was required, and the patient was taken by ambulance to the hospital. The patient recovered the following day. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.